Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Additional information received on 6/9/2025: according to the sales representative, the patient did undergo a revision surgery; however, it was performed at a different facility by a different surgeon. No additional information regarding the revision procedure is currently available.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/6/2024, it was reported by a sales representative via email that an ar-513-t4 ibalance tka tibial tray modular size 4 baseplate fractured two years post-operation. An ar-524-psc9 ibalance patella implant, dome, vit e, 34 mm x 9 mm, an ar-516-5r ibalance tka femoral implant ps, cemented, size 5, and an ar-523-b408 tibial bearing were also implanted on (B)(6) 2022. The patient is experiencing swelling and pain. There was no recorded traumatic accident or incident that happened to the patient to cause the baseplate to break. All the implants remain in the patient and has been scheduled for revision surgery.